Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus was explanted and replaced with a smaller cuff. There were no additional patient complications.